Event description:
Same case as MFR report #2134265-2008-01071. It was reported that during a coronary artery stenting treatment procedure, a balloon burst occurred. The pt had two unk size and type stents implanted in the right coronary artery. The 50% stenosed, partially calcified and hazy, target lesion was in the non-tortuous proximal right coronary artery. A 3.5x12mm quantum maverick balloon was used to predilate the lesion. A 3.5x16mm liberte' bare metal stent (bms) was deployed to treat the target lesion. The physician reintroduced the 3.5x12mm quantum maverick balloon catheter and attempted to postdilate the stent when the balloon ruptured at nominal pressure. The balloon was able to be removed intact. The physician then attempted to advance another 3.5x12mm quantum maverick but was unable to advance the device appropriately due to an obstruction in the guide catheter. A second buddy wire was unsuccessfully advanced due to the same obstruction. The physician then cut the guide catheter and found that the previously implanted liberte' bms was caught in the unspecified guide catheter. Angiographically, the rca "looked good" with the previously implanted stents appearing well apposed. The physician then decided to end the procedure without further attempts to stent the rca. There were no pt complications reported with the pt's current condition listed as "ok".

Manufacturer narrative:
The complaint device was not returned; therefore, product analysis was not possible. Without an analysis of the complaint device, it was not possible to determine if any device anomalies existed that may have contributed to the reported difficulties. The mfg records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs prior to shipment. The root cause will be documented as operational context because of the likelihood that the pt anatomy or other procedural complications contributed to the reported event. A CAPA has been initiated to address this issue.